Event description:
It was reported that a 28mm amplatzer amulet was selected for an implant on (B)(6) 2022. During the procedure while device in ball position, an effusion forming was noted. The case was aborted. The effusion was tapped. The patient was noted to have been stable and discharged the following day. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
N/a.